Event description:
In 2008, around 9:00 am central standard time. Clinician had prepared patient for treatment on her lower back. The clinician started with the frequency of 13.5 for 5 minutes, and turn then 14.5' for 10 minutes with no complaints. The patient noticed after her appointment she didn't feel well she left the clinician's office. She also stated today that she was really busy on the event dayte, after she left here and didn't notice till 4 p.m. That evening that their appeared to be a small pimple at first that was on the right side of her lower back above her hip. The patient started to rub and scratch the area, and medicated it with neosporin. During the next treatment session the clinician confirmed the burn and condition of the burn. No pads were sent with the unit for evaluation, leads were good. No root cause can be determined if the customer complaint is not reproduced. After running the same treatment as described, no problem was detected. Root cause is user misuse.